Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Patient involvement is unknown.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Through follow-ups, customer stated that there was no patient involvement.